Event description:
Consumer reports meter not giving accurate results. Analysis run on clark error grid using mean average reading (247) as ref. Point vs. Bd readings (26, 312, 404) yielded data points in the e/c range of the grid, outside of acceptable limits.